Event description:
During an unk procedure, error code 3. There was no reported patient consequence. It was not noted how the proceure was completed.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a cracked nose cone. It was tested on a generator and no error codes were found. However, the hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. (510(k)#k002906)